Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported and questioned by the physician. The sample was retested and an expected elevated result was obtained. A corrected report was issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was sample handling. The discordant low result was likely due to a short sample due to insufficient sample volume for the automatic repeat. User error contributed to the event. The account set-up for their laboratory information system allowed the reporting of a flagged result and the report of an automatic repeat which was discordant with the initial value without further investigation. The instrument is performing within specifications. No further evaluation of the device is required.